Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp was admitted to the hosp in 2004 due to peritonitis. The hp relates that after completion of apd therapy in 2004 hp noted their abdomen appeared distended. The hp attempted a manual drain, however, no fluid would drain. The hp went to the ER, was diagnosed with peritonitis and admitted. The hosp was also unable to drain fluid; heparin and antibiotic cefazeol were administered intraperitoneally via manual capd fill. The hosp was then able to drain the hp, removing approx. 6l of fluid. The hp continued to be treated in the hosp for peritonitis via capd exchanges with heparin and cefazol and was released three days later. Follow up with the hcp reveals that the infection proved to be resistant and on the next day the hp was started on a vancomycin regimen. According to the hcp, the hp has responded to antibiotic therapy and has since fully recovered frmo their peritonitis episode.